Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 48 mg/dl and 250 mg/dl at the time of call. Customer was treated with glucose tablet. Customer was using auto mode. Customer did not allege insulin pump was over delivering. Customer performed displacement test and the test was passed. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.